Event description:
It was reported that a patient presented to clinic with low heart rate. X-ray was performed and revealed that the right ventricular (rv) lead had dislodged. The physician explanted and replaced the rv lead. The patient was discharged after the procedure.